Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call that her son experienced high blood glucose. The customer's mother also reported that her son was not getting insulin. The customer's blood glucose was around 500 mg/dl at the time of incident. The customer's mother stated that her son's blood glucose went down after treating with manual injections. The customer's mother declined helpline assistance. The insulin pump will not be returned for analysis.